Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set disconnected from the patient line (cassette) which caused a leak. This occurred during drain two of four of automated peritoneal dialysis (pd) therapy. The patient was connected at the time of the event the home patient (hp) stated that they started automated peritoneal dialysis (pd) therapy around 10-11 pm with no issues noted. The hp woke up at 1:30 am as the hp was wet. The cause of the disconnection was unknown. Renal technical services (rts) assisted the patient in disconnecting and removal of the supplies. The hp started over using new supplies. It was not specified if the transfer set was replaced. Rts reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.